Event description:
The manufacturer received information from a third-party service center alleging a device failed a test step indicating a check active ventilator service alarm condition needed to be done. The device's downloaded event log was received and reviewed. A proximal pressure drift alarm occurred. The device's sensor board was replaced to address the issue. Additionally, the rear enclosure and handle were replaced due to cosmetic damaged. The device was tested and passed final testing.